Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): over infusion: infusion of insulin started (B)(6) 2013 at a rate of 15ml/h. One hour later the infusion bag (500 ml) was almost empty.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). (B)(4). The actual device was not returned for evaluation; however, the history files are available and the investigation is ongoing at this time. A follow up report will be provided after the inspection results are available.